Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that customer experienced high blood glucose level. The customer's current blood glucose level was 562 mg/dl. Auto mode feature was not active at the time of event. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. It was also stated that there sensor had issue and showed no sensor signal. The insulin pump will not be returned for analysis.